Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported difficult to open or close (clip jumping) could not be confirmed via the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported for difficult to open or close (clip jumping) from this lot. Based on the information reviewed and in the absence of a confirmed failure mode, a definitive cause for the reported difficult to open or close (clip jumping) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for clip opening during device preparation. It was reported that during device preparation, after establishing final arm angle (efaa), the clip was unlocked. The knob positioner was not turned in the open direction; however, the clip seemed to spring open more than usual. This preparation step was performed approximately 5 times, and the same happened each time. The clip opened approximately 20-120 degrees. The clip was not used and there was no patient involvement or a reported clinically significant delay in procedure. No additional information was provided.